Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 80% stenosed lesion with moderate calcification was located in the moderately tortuous ostial second obtuse marginal branch and circumflex artery. The physician tried to advance the 2.50x16mm taxus liberte paclitaxel-eluting coronary stent through the lesion without success. When the stent was removed, damage was noted to the proximal end of the stent. Pt status is listed as "ok".